Event description:
It was reported that the patient is part of the (B)(4) clinical study and has been hospitalized a few times due to a persistent hematoma at the implant site. The physician decided to stitch after drainage and to stop the anticoagulant therapy. The patient had been discharged with the hematoma in regression. It was noted that at the next follow-up visit there was no hematoma and the event was considered resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.